Manufacturer narrative:
Event initially reported on manufacturing report number 1822565-2016-00877. Tibial tray - catalogue 141223 lot j3351408. Femoral - catalogue 183126 lot 301730. This device is used for treatment. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause could not be determined with information available.

Event description:
It was reported that the patient alleged left knee pain, crunching and popping noises, and limited range of motion two years post implantation. No additional information provided.